Event description:
It was reported while using bd vacutainer® pst¿ gel and lithium heparinn 56 units an unspecified number of tube underfilled, and one tube had the stopper pop off after collection causing leakage. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary - bd had not received any samples for investigation. A total of 100 retained samples were visually inspected, with the hemogard closure assembly correctly assembled and placed on the tubes. No issues were identified with cocked stoppers that would affect the hemogard closure assembly application. Additionally, 10 retained samples underwent functional tests, and no issues were found with the hemogard closure assembly being loose or separating from the tube, and no underfill was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure modes: underfill and stopper pop off. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® pst¿ gel and lithium heparinn 56 units an unspecified number of tube underfilled, and one tube had the stopper pop off after collection causing leakage. No adverse impact was reported regarding the patient or user.